Event description:
The patient experienced chest pains and presented to the emergency room. Increased capture threshold, decreased pacing impedance and decreased sensing were observed on the right ventricular (rv) lead. Lead perforation was confirmed through x-ray. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences. There were no additional interventions performed to address the perforation.

Event description:
Additional information was received that the perforation was addressed by using a patch and surgical glue.